Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that one of the power supplies did not function under load. There were no physical abnormalities found with any of the cables provided, nor any shorts found. When testing the devices on lab use only (luo) testing equipment, power supply 1 was found to function normally and give output voltages within the expected range. Power supply 2 gave an output of 3.9 volts direct current (vdc) when the expected range was 23.3 - 25.7 vdc. Power supply 2 failed to produce sufficient output and did not operate to specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) found the hlm on and near fully charged upon arrival. Testing was performed and the reported complaint could not be duplicated. The data logs were evaluated and irregularities and intermittent issues with the power supplies was found. The fsr replaced both power supplies, and the cables. Mechanical, electrical and visual testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) would not power on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.